Manufacturer narrative:
(B)(4). This report for an opened overpouch cannot be confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot with no issues noted. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaints was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) reported that they received 3 cassettes in which the overpouches were unsealed when she picked the sets out of the case. This report addresses cassette 3 of 3. Product surveillance contacted the hp on (B)(6), 2011. The hp stated that she noticed that the packaging was open on the cassettes on (B)(6), 2011. The hp did not use the opened cassettes. The hp stated the packaging looked torn where you cut them open. The hp had discarded the cassettes. There was no patient injury or medical intervention reported.